Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they had the device removed a while ago, before her bladder was removed. It never worked and she still had nerve damage from it. It was further reported by the health care professional (hcp) on (B)(6) 2015 that the device did not help with urgency/frequency. There was no improvement in urgency/frequency of urination. The device did not help and it was eventually removed. She had severe pain, she was voiding 20-30 times a day, and was in the clinic because of the pain. They had nocturia 6-12 times. She was performing clean intermittent catheterization (cic) but had developed urethral pain. The patient was not on any medications for interstitial cystitis and did not have any incontinence. She occasionally took hydroxyzine for painful bladder and when doing so, her nocturia would decrease to 4-6 times. She had not had any recent documented urinary tract infections, however, she was recently on ciprofloxacin one week ago for a positive urinalysis. The patient denied constipation. She had hydrodistention over 5 years ago with some benefit. The patient had fatigue, diarrhea, frequency, and dysuria. The indication-for-use (IFU) was unknown. If additional information is received, a follow-up report will be sent.